Manufacturer narrative:
The pump was returned to animas and investigated on 24-oct-2018 with the following findings: the battery compartment was cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.